Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue, and ultimately reverted to an alternate method of insulin therapy.